Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation at random times from the right ventricular (rv) lead. The lead was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.